Manufacturer narrative:
The product has been returned and upon investigation, the complaint could not be reproduced. However, valid blood glucose test results obtained from the same adc meter, performed in accordance to instructions for use and taken within ten mins which when plotted on a parkes error grid or leroux neonatal grid, using the mean of the sequential values as a reference, fall into the c zone are considered clinically significant.

Event description:
Customer reported receiving a high reading of 300 mg/dl on their freestyle blood glucose monitor. The reference reading of 147 mg/dl was rec'd on the lab's meter within 10 mins. All tests were preformed on the finger. The results were plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.